Manufacturer narrative:
The customer did not return the device for evaluation. The lot # of the contour next test strips associated with the event was not provided, so the in-house testing could not be performed. The device history record was reviewed for the suspected contour next gen meter (s/n: (B)(6) ) and no manufacturing anomalies were found. In section h4 of the initial report, the device manufacture date for the contour next gen meter (s/n: (B)(6) ) was captured as 2-aug-2022. The correct manufacturing date is 12-nov-2022. Section h4 has been updated.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer' age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.